Event description:
It was reported that during the attempted implant, it was noted that there was a setscrew issue with the device and noise and oversensing were noted on the right ventricular (rv) lead. The device was removed and replaced. The rv lead was repositioned into the new device and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary ((B)(4)): the device was returned and analyzed; no anomalies were found. The analyst noted that the setscrew at the right ventricular lead port was sideways/disengaged and there was grommet damage, cause unknown. (B)(4).